Event description:
After several attempts to obtain info about this incident, the facility did not return co's calls on 10/7/96. The facility reported that the machine had been programmed to remove. The last 20 minutes of the treatment the pt became hypotensive, refused normal saline and was given broth instead. The pt's symptoms subsided and the treatment was continued. The machine was removed from the treatment area for investigation. The MFR rep was not able to duplicate the described event or discover any contributing factor that would cause or contribute to the described event. Some minor recalibration was performed and proper machine operation was verified. The facility states the machine has been operating without any problems.